Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) showed high alarm displayed: communication module intermittent connection. No discrepancies related to the complaint were found during visual inspection. The customer reported issue cannot be replicated or confirmed. The probable cause of the report error is the wi-fi module. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device (without wi-fi module) passed all functional tests after the repair.

Event description:
It was reported that the cadd solis pump experiencing an increasing number of intermittent connectivity issues. Currently (B)(4) to (B)(4) units are down due to this problem. The error appears randomly and often resolves without any intervention, only to recur again. There was no reported patient involvement.

Manufacturer narrative:
H7 - if remedial action initiated was updated.h9 - correction/removal report no was updated.